Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, prior to an unknown procedure, the stent of a filiform double ureteral stent set was found separated inside of the packaging. The device was separated halfway along the distal pigtail, and both device segments were in the package. No packaging damage was observed. Another of the same device was used to successfully complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to this occurrence. No adverse effects were reported due to the alleged malfunction. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control data. One open package containing a filiform double pigtail ureteral stent set was returned for investigation. The stent, positioner and wire guide were returned. The tether was returned detached from the stent. The stent was returned in two segments. The distal coil was severed approximately 3cm from the coil tip. A 1mm tear was located on the coil starting at the distal tip. The proximal coil was intact and the stent body measured 26cm between the first and last ink mark located on each end of the stent body. The separation point was straight and between sideports. The point of separation had mating fractures. The entire stent appears to have been returned. There was no damage observed on the positioner or wire guide. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection controls are in place for the reported failure mode. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions -improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point stress after a prolonged indwelling period. How supplied ¿.inspect the product to ensure no damage has occurred. Based on the available evidence, it was not possible to rule out manufacturing or shipping/handling as possible causes. Cook was unable to establish a cause for the complaint. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: other non-healthcare professional: materials manager. PMA/510k #: pre-amendment. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure, the stent of a filiform double ureteral stent set was found separated inside of the packaging. The device was separated halfway along the distal pigtail, and both device segments were in the package. No packaging damage was observed. Another of the same device was used to successfully complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to this occurrence. No adverse effects were reported due to the alleged malfunction.